Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. The patient has cognitive memory loss secondary to multiple brain surgeries; therefore, the patient is unable to recall when they noticed their system no longer providing relief. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced. Stimulation was restored.